Event description:
In 2005, the patient was implanted with a vented electric left ventricular assist device (lvad). During the implant, it was reported by the surgeon that the coring knife was dull. The surgeon used an 11 blade scalpel to excise the tissue not cut by the coring knife, and the implant continued with no further issues. The patient remains stable and on lvad support. The coring knife is being sent to the manufacturer for analysis.